Manufacturer narrative:
Section b5: as reported, the patient had implant of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of pulmonary emboli and anemia. The patient is contraindicated for anticoagulation therapy due to menorrhagia. The filter was placed just below the veins without difficulty. The patient was in stable condition after the procedure. The device subsequently fractured and was embedded. Per the patient profile form (ppf), the patient also experienced embedment of the device into the inferior vena cava, blood clots, clotting, occlusion of the inferior vena cava, anxiety and fear. The form also states that the device was unable to be retrieved, but there have been no documented attempts to remove the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-005 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported in a legal brief, the patient was implanted with an optease vena cava filter. The device subsequently fractured. As a result of these failures, the plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. Additional information reports from the legal short form states that the device was embedded; however, there was no information provided about any attempt to retrieve the device.

Manufacturer narrative:
Initial reporter occupation: other, paralegal. Event date provided was (B)(6) 2007. Additional information received per the medical records indicate that the patient has a history of pulmonary emboli and anemia. The patient is contraindicated for anticoagulation therapy due to menorrhagia. The filter was deployed via the right femoral vein. The device was placed just below the veins without difficulty. The patient was in stable condition after the procedure. Additional information received per the patient profile form (ppf) states that the patient also experienced embedment of the device into the inferior vena cava, blood clots, clotting, occlusion of the inferior vena cava, anxiety and fear. The form also states that the device was unable to be retrieved, but there have been no documented attempts to remove the device. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient was implanted with an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The device subsequently fractured. Additional information from the short form states that the device was embedded; however, there was no information provided about any attempt to retrieve the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.